Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on continuous glucose monitoring. High bg cause was unknown. Customer gave a correction bolus via the pump to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. It was also reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery.